Event description:
Related manufacturer report number: 2017865-2022-12827. It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by two updated merlin programmers. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality and were no patient consequences.